Event description:
The device was explanted and returned to the manufacturer for analysis with a report of removed due to "infection, pseudomonas". A follow up report will be sent when additional information is received.